Manufacturer narrative:
One decontaminated sample with lot number 631388764x was received for evaluation. After performing functional inspection, per procedure, the condition reported was confirmed. Leaking was observed at the connector. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The most likely root cause may be due to a workmanship issue during the manufacturing process. More specifically, a lack of solvent (generated by a dispenser) during the bonding process when the application is performed without a guide pin. The personnel involved in the process were notified about the reported condition. Also, a quality alert was posted to notify personal. The sampling plan was changed from simple to tight and quality inspections are being performed. The pin of the dispenser was inspected to evaluate if it needed adjustments to reduce the possibility of solvent application errors. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient's feeding tube leaked during feeding. The customer states there was a slow leak at the purple plastic connection where the tube meets the purple part. Leak was caught immediately, the tube was replaced, and his feeding was resumed. No patient harm. The nurse mentioned that this was one of several tubes that have leaked in the past few months. They are not sure if they had a bad lot, or if the tubes are from several lots. The lot number is unknown and the exact quantity is unknown.